Event description:
The pt reported that she experienced elevated blood glucose of 385 mg/dl last week and she did not feel well and she vomited. Her normal blood glucose level is 150 mg/dl. She changed the accessories and bolused through the infusion device but her blood glucose remained elevated. She injected insulin via pen and switched to the backup infusion device. She believes the primary infusion device does not deliver insulin properly. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.